Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and lead barrels noted no irregularities. All seal plugs were intact and seal ring marks indicated a full lead insertion in all lead barrels. Furthermore, the device was put through and passed the returned products test. This involved a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. This supplemental report is being filed to correct event problem and evaluation codes.

Event description:
It was reported that this patient with implantable cardioverter defibrillator (ICD) device experienced ventricular fibrillation (vf). The device delivered two shocks which did not convert the rhythm. This ICD device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and lead barrels noted no irregularities. All seal plugs were intact and seal ring marks indicated a full lead insertion in all lead barrels. Furthermore, the device was put through and passed the returned products test. This involved a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage.

Event description:
It was reported that this patient with implantable cardioverter defibrillator (ICD) device experienced ventricular fibrillation (vf). The device delivered two shocks which did not convert the rhythm. This ICD device was explanted. No additional adverse patient effects were reported.